Event description:
From (B)(6) 2025 to present cardinal lami, minor, extremity, knee, peri gyn surgical packs used for surgical procedures in or contain contaminates such as loose debris, wooden splinters, burn holes, insects and hairs. Dozens of packs affected and occurring on a daily basis. No contaminated packs have resulted in an immediate adverse event (as we are taking steps to prevent this). However, the contaminated packs due to the effects it is having on safety and performance and case delays and disruptions.